Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged lv grommet and detached lv set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, a new left ventricular lead was implanted. When the lead was connected to the device, it had no capture. The physician tried to unscrew the setscrew and it would not engage with the screwdriver. Part of the silicon was torn off while trying to get the setscrew out. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.